Manufacturer narrative:
The ultem material has been upgraded to improve the reliablity and durability of the instrument handle.

Event description:
The handle is cracked. This event did no occur during a surgical procedure.